Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was unknown when she was hospitalized. Customer stated that her blood glucose was over 600 mg/dl, gave herself a shot and she does not remember any thing else. Customer stated that her family took her to the hospital for low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.